Event description:
It was reported that the patient expired after an implant duration of approximately 0.07 months due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from our implant patient registry. Patient had another device explanted at the time this device was implanted. (B)(4)

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2010, we received the operative report and discharge summary. Pre-op diagnoses includes bacterial endocarditis, aortic valve dysfunction, tricuspid regurgitation, double vessel disease, and af. For the edwards lifesciences device, the pre-operative diagnosis was tricuspid regurgitation. The ring was successfully replaced with same model, smaller size device. No indication was given that there was any issue with this device. The operative report cites aortic valve replacement due to prosthetic valve dysfunction - prosthetic valve endocarditis. It was also learned that the patient had expired post-operatively. In a phone call to the surgeon's office on (B)(6) 2010, cause of death was provided as fatal heart failure. At the time of death, the patient also had a mitroflow 25mm valve implanted in the aortic position. Surgeon's office provided the discharge summary which provided the following information: heart was successfully reconstructed. Unfortunately, right ventricular failure ensued due to pulmonary hypertension. Kidney and liver failed. Unable to support blood pressure despite high dose of all pressors. There is no evidence that the patient's death was related to the edwards lifesciences annuloplasty ring.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. According to the discharge summary, the patient expired 1 day post-op due to heart failure.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. It is unknown if the device was explanted or if an autopsy was done. Therefore, it is assumed that there is no device return for evaluation. There have been no responses to our repeated attempts on 09/24/2010, 10/02/2010 and on 10/18/210 to contact the health care provider regarding the details of the event and product return. Device not returned.